Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01430. It was reported that during patient¿s scs trial, patient experienced pain. Stimulation was turned off; however, issue persisted. Trial leads were explanted on unknown date during patient¿s ER visit so an MRI could be performed. Patient was diagnosed with epidural hematoma. In turn, surgical decompression was performed to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.